Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the normal advertising bit was turned off using the merlin programmer. If the normal advertising is turned off, the application will not be able to discover the device. Hence, remote monitoring is unavailable to the patient.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. The device was eventually able to pair. No intervention was performed. There were no patient consequences.